Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture; pain.

Event description:
A patient reported they experienced the events of "pain left breast has worsened¿, ¿at first with pain only during the time right before her period, but now it is about every two weeks¿, ¿left breast hurts so bad now that it burns¿, ¿nipples were asymmetrical¿, ¿fibroadenoma¿, and ¿rupture¿. Breast implant remains implanted. Left side.